Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported electrical issue in powering up the device. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their dash personal diabetes manager (pdm) will not turn on. This event happened a couple of weeks ago. The patient stated that they went to emergency room to seek medical attention. They do not know the specifics due to the patient not wanting to discuss information.